Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A diabetes clinical manager reported via phone call of high blood glucose readings and damage on the insulin pump. The customer's blood glucose reading was 581 mg/dl. The customer was treated with 5 units of injection. The customer stated that there is a crack on the top of the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.